Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Review of the pump data logs by tandem technical support verified that the customer manually requested an extended bolus and a correction bolus prior to one of the low bg events. Customer consumed glucose tablets, juice, and carbohydrates to address the bg. Reportedly, the customer experienced chest pain due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.